Manufacturer narrative:
(B)(6) 2019 - this lead was explanted and replaced (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise reported on lead. Patient to be brought in and lv lead to be evaluated. No adverse patient events were reported. Should additional information become available, this file will be updated. Device remains implanted.